Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead was stuck. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the helix was failed to retract.